Event description:
It was reported that a intima-ii 24gax0.75in prn slm leaked. The following information was provided by the initial reporter: " at 8:10 on april 6, 021, normal saline was injected into the flush tube again, and the soft plug of the heparin cap of the indwelling needle was found to be detached and could not be used.the nurse pulled out the indwelling needle and gave the child a puncture indwelling again, and the use was normal.the second indwelling puncture caused injury to the child"

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0322565. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event and previous investigations into this product family our engineer shave determined that the most likely root cause for this event is the presence of silicone residue on the sleeve stopper. The retained sample was tested for the pull force of the sleeve stopper and passed. CAPA#1389644 was initiated.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a intima-ii 24gax0.75in prn slm leaked. The following information was provided by the initial reporter: " at 8:10 on (B)(6) 2021, normal saline was injected into the flush tube again, and the soft plug of the heparin cap of the indwelling needle was found to be detached and could not be used. The nurse pulled out the indwelling needle and gave the child a puncture indwelling again, and the use was normal. The second indwelling puncture caused injury to the child."